Manufacturer narrative:
One 6.5 twinfix ultra ti anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The inserter tip has broken at the weldment. Examination of the weld characteristics confirmed adequate weld penetration between the welded components. The suture and anchor remains attached to the inserter. The anchor is damaged by what looks like some type of grasping device. As reported the insertion site was not pre-drilled. Per the devices under caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force". There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during surgery, while inserting the anchor into the bone, the device's insertion shaft broke. Since the original anchor could not be screwed in completely, it was extracted. A back-up device was used. No significant delay or patient injury was reported.